Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The color control module was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. There was no patient injury.